Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the contents of this complaint. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. The legal manufacturer determined that the most likely cause for the report is as follows : although the actual product was not sent and the cause could not be identified, it is presumed that it was probably caused by handling after shipping the product. In addition, we will monitor defect trends and take appropriate measures as necessary. However, all products undergo 100% inspection prior to shipment. Therefore, it can be assumed that no abnormalities were found at the time of shipment. The instruction manual contains the following descriptions. This is possible to prevent the reported event. Balloons are easily break. Do not poke the balloon by using a sharp object, and please handle it with great care.

Manufacturer narrative:
The balloon was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during preparation for use the linear ebus balloon was tested and broke. The intended procedure was completed with a different device. There was no patient injury reported. This is 2 of 2 reports.